Event description:
It was reported that the device was used during a hysterectomy, the tissue pad came off inside the pt. The customer was able to retrieve the tissue pad and complete the case with no pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.